Event description:
My son recently switched to the dexcom g6 continuous glucose monitor (cgm). Since switching to this in june of this year, 40% of the sensors we purchased from dexcom have failed to initiate and had to be disposed of. Dexcom is highly aware of these issues, and yet they seem to go to great length to make it nearly impossible to replace these faulty cgm sensors. On two separate occasions they sent fewer replacement than they had promised they would send, with no notification or communication, just simply short-changing us on the replacement. This ongoing issue is putting my son's health at serous risk, and we are now stuck with an extremely expensive cgm device that dexcom refuses to properly support. FDA safety report ID# (B)(4).